Event description:
It was reported that the patient had an endoscopy procedure for chronic abdominal pain. During the procedure, the health professional found the leads to be eroded through the stomach and into the duodenum. A therapeutic response could not be tested as the patient was sedated. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the battery and leads were explanted. The surgeon closed the gastric wall and "chronic gastro cutaneous fistula." It was noted that the there was also an "infected battery." No further patient outcome was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: 2010 (B)(4), explanted: na. Lead: model 435135, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. (B)(4).